Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported impact to the customer¿s blood glucose level. A cartridge change was performed resolving the issue.